Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm size and vessel morphology are unknown. It is reported that the physician deployed the iliac limb outside of the contralateral gate. The pigtail catheter, which was used during the procedure, was without radiopaque markers; therefore, it was difficult to visualize the placement of the catheter. It is reported that it appeared on the fluoroscopic films that the aneurysm was filling with contrast; therefore, the physician thought that he had successfully cannulated the contralateral limb. During the procedure the contralateral external iliac artery was dissected; however, the cause of the dissection is unknown. The physician elected to convert the pt to open surgical repair. It is reported that at the close of the procedure, during wound closure, the pt's blood pressure suddenly dropped. The pt was transferred to the intensive care unit where pt's blood pressure continued to drop, pt's tongue swelled, and pt developed a rash and hives all over their body. The pt progressed into renal failure and reportedly expired approx 5 minutes later. It is reported that the anaphylactic shock and cause of death may have been due to anaesthesia or medication and was not device related.